Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display and post-reset ram crc alarm. Customer stated the alarm occurred immediately after a battery change. Customer had low blood glucose value was 65mg/dl and 140mg/dl. Customer treated with juice and granola bar. Customer declined to troubleshoot for low blood glucose value. Customer was assisted in performing self test and it passed. Insulin pump will not be returned for analysis.